Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. The customer's blood glucose level was unknown at the time of the incident. The customer stated there were lines on the screen and could not read the screen. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.